Event description:
It was reported that the clinic was unable to run ventricular threshold and the lead was indicated as "not [being] in the right place." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator, (B)(6) 2013. (B)(4).